Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator for non-malignant pain. The patient reported that he was charging too often. The patient reported that he had to charge once a week ¿since this device was put in¿ and said ¿with the old one it was once a month.¿ it was reviewed that battery longevity was based on programmed settings. The patient was redirected to their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep met with the patient regarding their charging concerns. The caller stated that upon interrogation of the device there appeared to be no charging issues. The caller stated that the device showed: charge duration: 1.9 hrs coupling: 8 bars (excellent coupling/efficiency) recharge interval: 30.9 days (roughly once a month). No further complications were reported or anticipated.